Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The clinic reported exposed and frayed wires of the hospital system of a damaged cable from wand to machine/screen. The clinic will monitor the system and determine if the unit will be replaced. There was no patient involvement.